Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had occlusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined that a faulty upstream occlusion sensor or a kink in the tubing were probable, but unconfirmed, causes of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect during the investigation, no device history record review was performed. Per service history review this device has not been in for service previously.